Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a pairing failure and experienced a hyperglycemic event after. After the pairing failure the patient did not insert a new sensor. It could not be confirmed with the patient how much time was between the pairing failure and the onset of symptoms, but both events occurred on the same day. The patient did not remember the last continuous glucose monitor reading and no fingerstick was taken by the patient. The day of the event (B)(6) 2024 the patient was fatigued, was barely coherent and was phasing out. Technical support contacted the patient for more details on the event on (B)(6) 2024. The patient was brought to the hospital by his parent and when a fingerstick was taken there, the blood glucose reading was 454 mg/dl. The patient was treated with intravenous fluids and insulin. The patient was discharged on (B)(6) 2024. At the time of the follow up report, the patient was still recovering. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 6/11/2024.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up -additional information h6 codes: type of investigation - additional information.